Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2011 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015. The pad-pak was removed and reinstalled on multiple occasions during this time. A test pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. An acceptable shock was delivered during the testing. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The ten minute time outs recorded may indicate failure of the membrane or a component. Investigation was unable to replicate the reported fault however contamination was observed under the on button which may have resulted in the device switching on automatically. This would indicate the device was stored in adverse conditions.